Manufacturer narrative:
A ge representative contacted the customer by phone and directed them in repairing the system; the cable between the c-arm and the monitor cart was reconnected. The system was tested and operates as intended.

Event description:
The customer reported that the system locked up. There is no report of injury or death associated with the event described in this complaint.